Manufacturer narrative:
Complaint conclusion: as reported by the smart pms for superficial femoral artery (sfa) study, two smart stents (120 150, sfa - 7x150mm) and a smart control stent (iliac 8x60) were implanted in the target lesion without any issue. The target lesion was the proximal to distal portion of the left superficial femoral artery. Approximately three (3) years later, the patient felt numbness and swelling on the left lower leg. An echography confirmed in-stent restenosis in the left leg. A type ii stent breakage was also confirmed by x-ray. The breakage was in the middle part of the second smart stent (70*150mm) from the distal portion in lower leg. It was unknown if the occlusion in the stent distal end had been caused by stent breakage. Endovascular treatment (evt) was performed from the left iliac artery with stents to the left superficial femoral artery with angiography (plain old balloon angioplasty). The patient recovered and left the hospital. The patient¿s vessel level of tortuosity was unknown. The lesion was moderately calcified. The rate of stenosis was unknown. Pre-revascularization values were as follows: abi: 1.02 on the right, unmeasurable on the left; rutherford: 0 on the right, 3 on the left; echography results: unmeasurable in the proximal to the stenosis, psv 42 cm per second in the maximum stenosis; angiography results: occluded. The products were not returned for analysis. A review of the manufacturing documentation for lot numbers 15851699 revealed no non-conformances or process excursion during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-fractured-in patient¿ could not be confirmed as the device was not returned for analysis. Without procedural films available for review, in-stent peripheral artery restenosis cannot be confirmed at this time. There are multiple factors that can contribute to stent fracture in the sfa. The sfa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that nitinol stent fractures occurred in cases of multiple stents and overlap related to an abnormal stress area that is created. The cumulative length of the stented segment unequivocally has been identified as the most important determinant for material fatigue and subsequent fracture. The anatomy of the superficial femoral artery is complicated and is likely the largest contributor to stent failures. Extrinsic dynamic forces including compression, torsion, and expansion can predispose stents to fracture and in-stent restenosis. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces may have contributed to the reported event. According to the instructions for use ¿placing multiple overlapping stents in the sfa may increase the possibility of stent fracture.¿ vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Neither the manufacturing documentation nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The product was not returned for analysis. A device history record (DHR) review of the device revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.

Event description:
As reported by the smart pms for superficial femoral artery (sfa) study, two smart stents (120 150, sfa - 7x150mm) and a smart control stent (iliac 8x60) were implanted in the target lesion without any issue. The target lesion was the proximal to distal portion of the left superficial femoral artery. Approximately three (3) years later, the patient felt numbness and swelling on the left lower leg. An echography confirmed in-stent restenosis in the left leg. A type ii stent breakage was also confirmed by x-ray. The breakage was in the middle part of the second smart stent (70*150mm) from the distal portion in lower leg. It was unknown if the occlusion in the stent distal end had been caused by stent breakage. Endovascular treatment (evt) was performed from the left iliac artery with stents to the left superficial femoral artery with angiography (plain old balloon angioplasty). The patient recovered and left the hospital. The patient¿s vessel level of tortuosity was unknown. The lesion was moderately calcified. The rate of stenosis was unknown. Pre-revascularization values were as follows: abi: 1.02 on the right, unmeasurable on the left; rutherford: 0 on the right, 3 on the left; echography: unmeasurable in the proximal to the stenosis, psv 42 cm per second in the maximum stenosis; angiography: occluded.